Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call indicating high blood glucose readings and a check settings alarm error from the insulin pump. The customer's blood glucose reading was 400 mg/dl. The customer treated with the pump with a bolus. The customer stated that she received a new pump and it is not working. The customer stated that the alarm did not occur during the first rewind. The customer stated that the alarm occurred after setting the time and date on the pump before the pump rewound for the first time. The customer was advised that the check settings alarm will always occur after setting the time and date on a new or replacement pump while in training mode. The customer was advised to monitor the pump.